Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). First/given name: unknown / not provided. PMA/510(k) number: k013227.

Event description:
It was reported implants were removed due to fracture.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). An impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11), imp,tsv,mcol mg,3.7mm,11.5mml (tsvmb11), impl scr-v mini sbm 3.3mm 3.5mm 13mm (svmb13) were returned for investigation. Visual inspection of the as returned products identified worn markings due to usage with bone/debris and a fracture at the collars of all implant and screw fractures inside the tsvmb11 and svmb13. Device history record (DHR) review was completed for the subject lot number (62443572, 1226004 and 63341049). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62443572, 1226004 and 63341049) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.